Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules with the incident lot was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing, each drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes. The supernatants were then decanted and examined under magnification and no issues were observed relating to oil gel globules as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there were oil gel globules. This event occurred 10 times. The following information was provided by the initial reporter and translated to english. The customer stated: "oil droplets appear in the supernatant."